Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you clarify what was meant by, ¿the powered echelon stapler stopped during firing¿? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? I¿ve spoken with the nurse who attended this case. The device stopped during the first fire (partially fire) and the surgeon said he noticed a spark from the device when this happened. She believed this spark came from the battery. They manually returned the knife. No harm to the patient. The surgery continued with a new device.

Event description:
It was reported that the powered echelon stapler stopped during firing (gastric sleeve procedure).

Manufacturer narrative:
(B)(4). Date sent: 4/30/2018. Batch # p57z5k. The analysis found that one psee60a device was returned with no apparent damage and with a gst60g partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted and no battery was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.